Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed error 67 on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. The receiver data log was reviewed on 05/13/2016. The complaint of (complaint) was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 05/13/2016. The complaint of error icon was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. The device would not power on; therefore, a data log could not be downloaded. The receiver case was opened for further evaluation. An interior inspection was performed and no defects were found. The reported event of an error icon display was not confirmed. A root cause could not be determined.